Event description:
Customer reported damage that the left side panel zipper is broken, in addition to the retaining box slider. The issue was discovered when the product was removed from storage, but the date is unk. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product revealed that the pt access panel side left, zimmer is missing one tooth element. No other product issue was found. Note: instructions for use states: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or had gaps and noes not close securely along the entire length. (B)(4).